Manufacturer narrative:
This supplemental report is to correct the initial MDR. It was reported the stent deployed and was stuck in the scope. It was clarified that there was no prolongation of the procedure and the anesthesia was not extended. The procedure in its entirety was 112 minutes (and not delayed 112 minutes). The procedure was completed without any impact to the diagnostic outcome of the procedure. There is no evidence that a life-threatening event occurred, that the malfunction caused or contributed to a permanent impairment in the patient, or that additional medical or surgical intervention was required to preclude permanent impairment. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5 and h6 (health effect - impact code updated).

Event description:
It was clarified that there was no prolongation of the procedure and the anesthesia was not extended. The procedure in its entirety was 112 minutes (and not delayed 112 minutes).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign object found in the scope was the stent. Per the information obtained from the customer, while attempting to reposition the stent, the physician deployed the device too early causing the stent to get stuck in the scope. However, the root cause of the stent remaining in the scope could not be identified. The event can be detected/prevented by following the instructions for use (IFU) in sections: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a therapeutic endoscopic ultrasound (edge) procedure, the evis exera ii ultrasound gastrovideoscope had a non olympus stent stuck in the scope. The physician had attempted to reposition the stent, but ended up deploying it too early, causing the stent to get stuck in the scope. There were no error messages. There was no intervention required for the issue but there was a 112 minute delay. The procedure was completed with the same device with no effect to the outcome of the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report was submitted by the importer under the importer's report number: 2429304-2023-00109 upon evaluation of the returned device, a foreign object was found inside the channel. Forceps and a brush were unable to be passed due to the foreign object. Additionally, multiple faults were found, including: peeling cement, cracked a-rubber glue, a white dot on the image, missing ke around forceps cover, minor scratches on the pink probe and control body, loose pink probe, missing label on the grip and s-cover, snaky insertion tube, and a slow leak was observed from the biopsy channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.